Event description:
It was reported that pump displayed malfunction alarm code 12, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully reset malfunction without recurrence, and was advised to continue using pump and call back if malfunction code occurred again, which customer acknowledged and understood.